Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot number and part number were not provided. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was observed in the journal article of shoulder and elbow surgery published 2018, title "outcomes of trabecular metal¿backed glenoid components in anatomic total shoulder arthroplasty", level IV; case series includes three patients showed signs of osteolysis. Tm glenoids are the tmt design control part.